Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient, under the care of his legal guardian, presented with persistent hyperglycemia and ketosis while wearing the pod. Initial home measurements showed bg elevation with ketones at 3.2 mmol/l. Despite pod removal and hospital evaluation, ketones rose to 6.2 mmol/l with peak bg recorded at 28 mmol/l (504 mg/dl). The pod had been worn for 37-48 hours. Symptoms included lethargy, ocular redness related to hyperglycemia, and local redness and swelling at the infusion site. Physical examination, frequent finger pricks, and monitoring were performed. After 2 hours of observation, healthcare providers confirmed there was no infection. The pod was discarded.